Event description:
An error message was reported with the adc device. A caller reported the customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness with a blood glucose result of 32 mg/dl (unknown device). The customer was administered an unspecified treatment a glucose result of 40 mg/dl was obtained. The customer was then taken to the hospital and it is unknown if further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00ht22w8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.